Event description:
During use, the trach care double swivel elbow body broke at the wiper seal retainer connection. The user facility confirmed there was no harm to the pt. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.